Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self tests.

Event description:
It was reported that the 840 ventilator's display was erratic. The ventilator was not on a patient at the time of the event.